Event description:
Device #1 of 4. Reference MFR report: 1627487-2014-26934, 26935, 26936. The pt was implanted with a pns system (off-label) that includes two leads (model 3156) from the same lot. It was reported the ipg is inoperable due the pt not recharging her system since (B)(6) 2013. The pt stopped using her pns system because her pain pattern changed. In addition, the pt is experiencing pain at the lead site and would like her pns system removed. Follow up information identified the pt underwent surgical intervention to remove her entire pns system which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.